Event description:
The facility reported an infuso.r. Pump with "when you turn it on, it only works for 5 minutes". This condition occurred during preventative maintenance in the (B)(4). This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an ipump with a malfunction of "when you turn it on, it only works for 5 minutes" was not confirmed during device evaluation. Therefore, the assignable cause of the problem was not identified and no repairs were made. Additional information: a device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed no previous service events were related to the reported condition. In the initial medwatch, erroneously stated the device was an inuso.r. Device. The correct device is an ipump.